Event description:
Customer reported lab = 177 mg/dl and device = 46mg/dl. No treatment was received. Controls were used, however, values were not provided. A request was made for return product and replacement product was sent.